Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the facility.